Manufacturer narrative:
The lot numbers were not provided for the two reported malfunctions, so a lot history review could not be performed. The devices were not returned. However, one malfunction provided a medical image and the investigation is currently underway. The other malfunction is inconclusive due to sample not being returned. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. The information was reviewed and indicated that model unknown vena cava filter allegedly experienced detachment of device or device component. This information was received from various sources. The malfunctions involved patients with no reported consequences. Patient age, weight, and gender were not provided.

Event description:
This report summarizes two malfunctions. The information was reviewed and indicated that model unknown vena cava filter allegedly experienced detachment of device or device component. This information was received from various sources. The malfunctions involved patients with no reported consequences. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot numbers were not provided for the two reported malfunctions, so a lot history review could not be performed. For one malfunction device was not returned and the investigation is inconclusive for limb detachment. For the other malfunction images were provided and investigation is inconclusive for limb detachment. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.